Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint for a broken needle hub was confirmed. Returned was one 18 gauge introducer needle. Visual inspection of the introducer needle under magnification found one longitudinal crack in the needle hub that extended through the threads. The needle taper could not be accurately measured due to the crack in the hub. A device history record review was performed with no evidence to suggest a manufacturing related issue. Due to the condition of the needle hub, no relevant findings in the device records review and limited information provided by the customer, the probable cause could not be determined. Further investigation of this issue is being investigated.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product problems with the same patient. The second issue has been reported under MDR # 3006425876-2016-00076. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in anesthesia, after the puncture of the patient's left subclavian vein, aspiration of air was noticed. At that time, the user noted that the plastic cone of the puncture needle was broken. There was no reported delay, death, or complications to the patient as a result of this occurrence.